Event description:
Dealer mentioned that the lift almost dropped the patient. Dealer is stating that the screw on the handle is what broke.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.